Manufacturer narrative:
Investigation is in progress; a final report will be sent once investigation is completed.

Event description:
It was reported that the surgeon was placing the cage and upon placement he wanted to articulate the arm and make adjustments. As he started to expand the cage the seal that's attached to the inserter where the tubing set attaches broke off.

Manufacturer narrative:
Method: risk assessment; results: the device was not received by the complaint department and cannot be evaluated. The manufacturing records could not be reviewed because the lot # of the device is unknown. Conclusion: a plausible root cause of the reported event cannot be determined conclusively as the instrument was not returned for evaluation.

Event description:
It was reported that the surgeon was placing the cage and upon placement he wanted to articulate the arm and make adjustments. As he started to expand the cage the seal that's attached to the inserter where the tubing set attaches broke off.

Event description:
It was reported that the surgeon was placing the cage and upon placement he wanted to articulate the arm and make adjustments. As he started to expand the cage the seal that's attached to the inserter where the tubing set attaches broke off.